Event description:
I experienced multiple episodes of urgent hypoglycemia below 55 mg/dl where both the dexcom g7 and tandem mobile apps failed to deliver audible or immediate alerts on my iphone. Despite being in urgent low glucose, no alert sounded at the time of the event. Alerts instead appeared to be delayed ("stacked") and were only delivered after I unlocked my phone and manually opened each app, at which point several notifications appeared at once. Additional details: no audible alert occurred for glucose below 55 mg/dl. The tandem mobi pump only vibrates and has no speaker, so no audible alert occurred on the device. The dexcom app and graph showed missing or incomplete cgm data, which quickly updated after foregrounding. This behavior repeated on multiple days. All apps and os were up to date (ios 18.6.2; dexcom 2.11.2; tandem 3.5.2). This failure mode suggests delayed background execution and/or delayed notification delivery on ios, resulting in complete absence of urgent-low alerts until the apps were manually opened. As a result, I was unaware of severe hypoglycemia in real time. Clinical context: I am post-pancreatectomy and therefore have no endogenous insulin or glucagon counter-regulatory response. Missed urgent-low alerts represent a significant risk of severe hypoglycemia, unconsciousness, and medical emergency. These incidents are considered high-risk near-miss events with potentially serious consequences. No permanent injury occurred during the reported events. Patient outcome: severe hypoglycemia (<55 mg/dl) without real-time alert no hospitalization or permanent disability event is a near miss with potential for serious harm device / system details: tandem mobi pump vibration-only; no onboard speaker app version: 3.5.2 dexcom g7 cgm + ios app app version: 2.11.2 iphone / os iphone running ios 18.6.2 observation: both devices rely on ios background processes for data updates and alert delivery. On multiple occasions, alerts and glucose data only updated once the apps were manually opened, indicating a failure in real-time alerting. Additional notes: these events reveal a single point of failure in the alerting system, because: the tandem mobi pump cannot issue audible alarms. The dexcom and tandem apps depend on ios background execution. Ios delayed both notifications and cgm data updates. For a patient with no endogenous glucose regulation, delayed urgent-low alerts pose a serious safety concern. Pt code: 1912. Device codes: 1019, 1011. Ref report: mw5180913.